Event description:
Reporter alleged blood glucose monitoring device readings were in the 300's & 400's mg/dl. Reporter stated last night meter read 452 and 414 mg/dl at 11 pm and gave himself 50 units of insulin before bed however woke up at 1:30 am with low blood symptoms so self treated with orange juice and retest measured 390 & 349 mg/dl. Reporter indicated next morning glucose tested 359 mg/dl and bought new test strips that measured 181 mg/dl versus strips previously used reading 381 mg/dl. No medical attention was reportedly sought and no controls used. A request was made for the return of the suspect device and replacement product was sent.